Event description:
A nurse reported that during cataract surgery, the equipment showed an occlusion message when pressing the footswitch. The staff replaced the cassette and completed the surgery with the same equipment following a surgical delay of twenty minutes. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and tested two phaco handpieces. The company service rep stated that the occlusion message appears during phaco procedures when a fixed parameter of aspiration and low vacuum is used, therefore it is not a system issue. The customer was given instructions regarding the parameters. Additionally, the customer reported that the system had an intermittent issue recognizing a viscous fluid control (vfc) accessory. However, this issue did not impact the procedure. Another vfc accessory was used and the problem did not recur. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system related to vfc recognition. The reported occlusion messages were not replicated by the company service rep. The company service rep found the issue was with the parameters (fixed aspiration and low vacuum) that the customer was using. The root cause cannot be determined conclusively. (B)(4).